Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had this right ventricular (rv) pace/sense lead abandoned and capped in (B)(6) 2008. A competitive pacing system was implanted. It was also reported that the patient had developed a hematoma and the entire system, including this rv lead, was explanted on (B)(6) 2010. There were no further patient complications reported as a result of this event.